Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates insulin delivery was suspended due to the sensor glucose verses blood glucose readings. The sensor glucose reading that triggered the suspend event was 150 mg/dl. The blood glucose reading was 95.00 mg/dl. The difference in readings was outside of the acceptable range. No harm to the customer requiring medical intervention reported. The sensor will not be returned for analysis.